Event description:
During a laparoscopic cholecystectomy case, an electrosurgical connecting cable burned in two. An electrical arc was seen between the two ends of the cord. No pt injury was reported.